Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was administered to address the bg and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned